Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms. Reportedly, the customer was able to reload the cartridge and resume insulin. Customer declined to perform troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose (bg) levels. Customer stated they have not tested bg levels.